Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the sara plus floor lift battery dislodged from the lift and fell out of the device. There was no patient involved. No injury was claimed. The instruction for use for sara plus (kkx52180m) contains warning: "if any doubt about the correct functioning of the sara plus, withdraw it from use and contact arjo service department." "Visualy inspect sara plus. If any part is damaged-do not use the product." The arjo technician evaluated the device and confirmed that the battery fell out because the lift cover was out of place. Therefore, the battery on the lift was not locking in place. It is unknown why the lift cover was out of place. The arjo technician adjusted the outer console housing on the device. Based on the information obtained during the course of the investigation, the exact root cause of the battery falling out cannot be established. In summary, the arjo device failed to meet its performance specification since the sara plus battery fell out from the device. There was no patient involved. The complaint was reportable due to indication that the battery fell out from the device.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the battery on the lift was not locking in place and fell out of the device. No injury was reported.